Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the thermogard console (sn (B)(4) did not power on. The green led on the left bracket does not illuminate. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.